Event description:
It was reported that the implant's ground path impedance changed frequently. The pt perceived a distorted sound quality because of these fluctuations. The pt was re-implanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.